Event description:
It was reported the bronchovideoscope is not bringing up picture. It is just showing a black screen. The issue was found during set up/inspection, before the patient was in the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the no image issue occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.